Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-jan-2020 with the following findings: a review of the black box verified a rebooting condition on the event date that would explain the allegation of constant beeping. During testing, the audible sound level found to be within required specifications. The complaint of an audio tone issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue.